Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The sample was run out of two tubes, one of which resulted falsely low. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting higher. The second tube was tested on the same instrument, resulting the same as the repeat of the first tube. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls were within range and no other patient results were impacted. Ccc states that the customer reported no additional issues. The cause of the discordant, falsely low calcium result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.